Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2009-06047. It was reported that during a coronary artery stenting treatment procedure, heart failure and death occurred. Two lesions identified in one diseased vessel were treated. Target lesion #1 was located in the lm (left main) artery. The target vessel reference diameter was 3.5mm and the lesion was 10mm. Pre-procedure was 100%. Post procedure was 10% stenosis. A3.5x24mm liberte stent was implanted. Target lesion #2 was located in the left anterior descending artery (lad). The target vessel reference diameter was 3mm and the lesion length was 18mm. Pre-procedure stenosis was 100%. Post-procedure was 10% stenosis. A 3.0x20mm liberte stent was implanted. No information if direct stenting was attempted. Additional procedure of iabp due to heart failure. The procedure was a technical success. Patient was discharged, thirteen days later without anginal complaints or silent ischemia. No discharge medication list provided. On the day of discharge, the patient experienced sudden cardiac death.